Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using a penumbra engine canister (canister), a penumbra engine (engine), an indigo system aspiration catheter 8 (cat8), a sheath, and guidewire. During the procedure, the cat8 was advanced over the guidewire and through a sheath. Next, the engine with the canister was connected to the cat8 and the engine was powered on. However, not all four of the indicator lights on the engine illuminated and maximum vacuum pressure was not achieved. To troubleshoot, the canister was removed and placed back into the engine three times. In addition, the engine was powered off and powered on three times; however, the issue was not resolved. Therefore, the engine was disconnected and removed. The physician continued the procedure using another engine and the same canister, but the same issue occurred. Therefore, the canister was removed. The procedure was completed using a new canister and the second engine. There was no report of an adverse effect to the patient.